Manufacturer narrative:
Block b3: approximated based on the date of explant. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7004710.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The patient was doing well postoperatively. All device components were removed and discarded. No further information could be obtained despite good faith effort.